Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the submitted log files. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. Log files were submitted, and it was confirmed that a driveline power fault alarm was observed on 12dec2025. No other notable alarms were observed in the submitted log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information states that the system controller was replaced and the alarms resolved. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the modular cable. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was alarming driveline power fault. The log files were submitted for review. It appeared that there was driveline power (b) faults. The pump itself appeared to be operating normally prior to being disconnected from this system controller. The system controller was replaced. There was no reported trauma to the driveline or modular cable. The alarm resolved.

Manufacturer narrative:
Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturers investigation is completed.